Manufacturer narrative:
One used suction catheter and one 2.5 y-adapter. No product packaging was received with sample device. The device was evaluated. The failure was confirmed. The root cause was manufacturing related. All information reasonably known as of 19-apr-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, m18247t403, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 20-mar-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the tip of the catheter was completely torn off during the third suctioning. The tip was already collected. The suction catheter was replaced for a new device immediately. There was no patient injury. Additional information received 02/28/2019 stated according to a head nurse's report, the tip of the catheter was found in female side of y-adaptor during the third suctioning. The tip did not enter patient's body. The section of the tip looked like it was cut by an edged tool, not like it was roughly torn off. Additional information received 03/01/2019 according to a nurse who performed the suctioning at that time, there were no problems during the first and second suctioning.